Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods. Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold for all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. The test results for all channels of the device after high level disinfection are as follows: (B)(6) 2022, results: presence of mesophile flora 1 cfu. Absence of microorganism indicators. Test (B)(6) 2022. Presence of mesophile flora 1 cfu. Absence of microorganism indicators.

Manufacturer narrative:
The device has been returned and evaluated. In addition, an independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. The microbiological quality of the device is satisfactory, for the parameters sought, for an endoscope subjected to level disinfection. Wear and tear elements were observed for the device during evaluation. Observations for the device: adhesive of the distal end rubber coating (a-rubber) has wear and tear; body control unit mouthpiece has damage; and brush passage has cuts. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, rinsing is performed for the air water channel. Detergent used is aniosyne. During manual cleaning detergent used is aniosyne. Disinfection is performed with aniosyne. Brushing is performed for the instrument/suction channel with olympus brush bw-411b. No information provided on the automatic endoscopy reprocessor (aer) device. The device is stored horizontally after reprocessing. Maintenance of the device is by olympus. The device was sterilized by anioxyde 1000. Sterilization of the device is performed weekly. No automatic endoscopy reprocessor (aer) was not tested for microorganisms.